Event description:
On (B)(6) 2015, a 12 beat v tach episode did not alarm the ics alarm system as we would expect. Upon facility investigation, this failure point has been identified ten additional times over a two month time period. Each of these events has been reported to spacelabs and to date they have not provided our facility with timely responses, an actionable immediate solution or assurance that these missed events will not have a negative impact on our pts.